Event description:
It was reported that before an unknown procedure, the outer seal was loose from the beginning. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.